Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 cgm (with code provided) to the ilet, and customer care guided the user through successful pairing and setup. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued use after successful pairing. Investigation included remote troubleshooting and user education. Investigation of this case revealed that pairing was completed and the system functioned as intended after guidance. It was concluded that the event was related to user setup and resolved with standard troubleshooting, with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.